Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive c support disk. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 232 mg/dl. The customer stated that there is condensation on the inside of the device near the up and down arrow. Customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 232 mg/dl. The customer stated that the device was exposed to moisture. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to replace. The customer was advised to discontinue use of the device and revert to a back up plan.